Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, e1.

Event description:
Patient reported right side rupture, pain, and external changes in chest. Patient additionally reported "can no longer lay on the right side, it's painful, it is impossible to wear a bra anymore." The device remains implanted.

Event description:
Patient reported a right side rupture diagnosed via ultrasound with "severe chest pain and also external changes in my chest". Patient later reported "I have significant problems with my breast implants. These are broken and cause me severe pain. In addition, my breast has changed significantly and I feel very stressed both physically and mentally". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, e1, h6.

Event description:
Patient reported a right-side rupture diagnosed via ultrasound with "severe chest pain and also external changes in my chest". Patient later reported "I have significant problems with my breast implants. These are broken and cause me severe pain. In addition, my breast has changed significantly and I feel very stressed both physically and mentally". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Patient reported a right side rupture diagnosed via ultrasound with "severe chest pain and also external changes in my chest". Patient later reported "I have significant problems with my breast implants. These are broken and cause me severe pain. In addition, my breast has changed significantly and I feel very stressed both physically and mentally". The device remains implanted.

Event description:
Patient reported right side rupture, pain, and external changes. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.